Manufacturer narrative:
An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Medical records received and evaluation: indicated that the instability of the knee was caused by somewhat excessive tibial bone resection at primary surgery. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. The investigation concluded that instability in the knee was caused by somewhat excessive tibial bone resection at primary surgery. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
Surgeon reports patient with recurrent effusion of the right knee status post knee replacement. Also some complaints of instability. Surgeon decided to revise the knee and do a poly exchange from a 13mm to a 16mm using the cs insert. Surgeon carefully removed the insert and trialed the 16mm cs. He was satisfied with the stability and range of motion. The new implant was impacted into the baseplate.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 13mm poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Surgeon reports patient with recurrent effusion of the right knee status post knee replacement. Also some complaints of instability. Surgeon decided to revise the knee and do a poly exchange from a 13mm to a 16mm using the cs insert. Surgeon carefully removed the insert and trialed the 16mm cs. He was satisfied with the stability and range of motion. The new implant was impacted into the baseplate.